Event description:
Attorney reported: 2005 - the pt underwent surgery to repair incisional hernias with placement of a composix e/x mesh patch. In 2008 - the pt underwent surgery to explant the mesh patch. The pt suffered adhesions and infections to his abdominal wall, as well as omental and intestinal adhesions as a result of the failed mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional becomes available.